Manufacturer narrative:
Follow-up report to include the UDI number for product ID mwm4051: UDI - (B)(4).

Manufacturer narrative:
The integra meshed bilayer wound matrix (ID mwm4051) was not returned for evaluation as the product was discarded therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that upon opening an integra meshed bilayer wound matrix (ID mwm4051) a leaking hole in the inner packaging was found. The product was not used and the event did not led to surgical delay. The procedure was completed with a replacement product available.